Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: 7084292. UDI: (B)(4).

Event description:
It was reported that patient was not able to get enough pain relief from the spinal cord stimulator (scs) device. It was noted also that patient experienced increased neuropathy symptoms in hands and feet regardless of his scs battery being on. The patient also experienced discomfort at the battery site. The patient underwent a spinal cord stimulator (scs) replacement procedure where all devices were replaced. The patient was doing well post operatively and the explanted device will not be return as it was kept at the facility.